Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the clinical engineer that the pt was connected to batteries for transport and approx 5 to 10 minutes later an intermittent beeping alarm occurred. The alarm condition resolved after the pt was switched from battery power to the power module. The clinical engineer was unable to reproduce the alarm after several attempts by manipulating the cables and battery clips. It was also reported that a suspect alarm in the history was noted, as the alarm displayed a low flow, replace system controller, controller cell low and a low voltage advisory all for the same time stamp. The MFR's technical support rep reviewed the log file and noted that a red heart alarm was associated with a low flow hazard, low battery advisory, and power cable disconnect alarms and a power save mode event. Also, it was noted that the pump speed was recorded to be zero during the fixed low speed operation event. A motor stopped event was not recorded by the log file. The MFR's technical support rep recommended to the clinical engineer that they replace the system controller and battery clips. Per add'l info from the hosp's clinical engineer, the hosp staff decided not to exchange the system controller and the pt was still on this system controller, and they would not be returning it to the MFR for eval. The pt remains ongoing.

Manufacturer narrative:
The system controller will not be returning to the MFR for eval as it remains in use. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.